Manufacturer narrative:
(B)(4).

Event description:
During a refill procedure, they were unable to fill or aspirate the reservoir. Troubleshooting was recommended. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.